Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her first reservoir had a bent needle, and the second reservoir had a leak. The patient's blood glucose was 242 mg/dl at the time of incident. Troubleshooting was initiated for the reservoir leak. The customer confirmed that the leak occurred at the snapcap. Insulin never made it into the insulin pump due to the leak. All parts of the reservoir were intact. No products were returned and a replacement reservoir was sent to the customer.